Event description:
It was reported that plunger sensor error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked right plunger case, and evidence of fluid penetration on plunger assembly. Customer's reported issues were duplicated. The root cause of the reported issues was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, plunger cable, plunger tube and interconnect board.